Manufacturer narrative:
Conclusion: the device history record (DHR) for this valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The observed paravalvular leak (pvl) was likely related to sub optimal position as the valve was implanted too deep. Optimal placement of the bioprosthesis, per the instructions for use (IFU), would be approximately 4 mm to 6 mm below the annulus so the skirt in within the aortic annulus. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. Without return of the product, a definitive conclusion cannot be made regarding the clinical observation.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed too deep ca using a moderate to severe paravalvular leak (pvl). The valve was then snared and successfully pulled up into a suitable position, resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that 2 months post implant, significant regurgitation was seen at coronary catheterization performed for pre-existing coronary artery disease. The patient was exhibiting heart failure symptoms. (B)(4).

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Following the implant, the electrocardiogram (ECG) showed complete heart block (chb), resolved with a permanent pacemaker implant 2 days post implant. No other adverse patient effects were reported.